Manufacturer narrative:
Device evaluation of the monitor has been completed. Upon investigation the monitor was unable to undergo incoming functionality testing. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged monitor.

Event description:
During servicing of a monitor, which was returned for investigation into a non-reportable patient death, a reportable malfunction was found. The monitor did not pass incoming functionality testing. There is no indication that this device malfunction caused or contributed to the patient's passing as the patient was not wearing the lifevest at the time of passing.

Event description:
During servicing of a monitor, which was returned for investigation into a non-reportable patient death, a reportable malfunction was found. The monitor did not pass incoming functionality testing. There is no indication that this device malfunction caused or contributed to the patient's passing as the patient was not wearing the lifevest at the time of passing.

Manufacturer narrative:
Device evaluation of the monitor has been completed. Upon investigation the monitor was unable to undergo incoming functionality testing. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged monitor.